Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 569mg/dl. The cause of elevated bg was unknown. The customer went to the emergency room and was subsequently hospitalized. Bg was treated with intravenous insulin and saline. Reportedly, the customer was released on (B)(6) 2022 with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.